Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade activation felt "rough" during a laparoscopic lar. This took place after 130 to 150 activations while on mesentery. It was also mentioned that the knife would not retract without manual force. The device was removed and cleaned by the scrub nurse with a wet 4x4 on two occasions between attempts of 8-10 more activations. The issue continued and the device was removed from the procedure. The surgeon commented that all sealing activity was performed satisfactorily. A new device was used to complete the procedure. The device was returned for investigation at covidien and visual inspection discovered that the 2 amodel wire guide tabs were broken and missing from the jaw end of the device. The surgeon could not confirm if the pieces did or did not fall into the pt cavity. However, he noted that if they did fall into the pt cavity they could have been removed during the irrigation and suction of fluid during the leak test at the end of the procedure but that is unk. The pt has been reported as being in stable condition.